Event description:
It was reported that the patient was dependent on the device for normal function. It was reported that the patient went into ventricular tachycardia (vt) in the monitor zone. The vt progressed to slow ventricular fibrillation (vf) and degenerated into a fine vf. The under sensing of the fine vf potentially led to a lack of defibrillation therapy delivered by the implantable cardioverter defibrillator (ICD). The patient was subsequently found to have passed away.

Manufacturer narrative:
The lead was returned due to patient deceased. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Additional findings unrelated to reported event were observed during analysis. Visual inspection found an external insulation abrasion breaching the optim sheath distal to the connector boot consistent with friction to device can. The lead insulation was found intact at this location. All other damage noted is consistent with procedural damage. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.